Manufacturer narrative:
The insulin pump alarmed during self- test due to faulty connector on remote frequency board. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of an rf pic failed self-test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that her meter has not been transmitting the blood glucose over to the pump. The customer stated that it occurred 1 day before getting the rf pic failed self-test alarm. The customer stated that the alarm did not occur during the rewind sequence. The customer was advised to perform the rewind process again. The customer was advised to program a normal bolus into the air. The bolus amount was recorded in the bolus history. The customer was advised of the possible causes and alarms. The customer will be sent a replacement pump.